Event description:
The pt contacted lifescan customer service (B)(6)2009, alleging an "error 2" issue with her onetouch ultralink meter. She reportedly developed symptoms after the "error 2" occurred. The medical surveillance specialist (mss) spoke with the pt on may 13, 2009 to obtain/verify the following info. According to the customer service representative (csr) documentation, the error message first occurred on (B)(6)2009. The pt reportedly developed symptoms of dizziness, shaking, and feeling awful "3 weeks" after the error message occurred. She indicated she administered self-treatment with food/drink on (B)(6)2009. When the mss spoke with the pt, she confirmed that the error message was intermittent and that she was able to test after the error message occurred. She also confirmed that her reported symptoms and treatment were related to her concern with the meter's accuracy that was reported in a separate complaint from (B)(6)2009 (B) (4), and not with the error message. The csr noted that the pt was using incorrect testing technique; however, when the csr walked the pt through a retest on the phone, the error message appeared again. Replacement products were sent to the pt. There is no evidence that the reported error message caused or contributed to an adverse event. The pt claimed that the reported incident was related to an inaccuracy high issue that was reported (B) (4). However, this complaint is being reported due to the unresolved "error 2" issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.